Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file, but not reproduced. A review of the downloaded log file spanned approximately 7 days (15oct20 ¿ 22oct20 per time stamp). The backup battery fault alarm activated on (B)(6) 2020 at 21:33 due to a failed load test. The backup battery failed the load test due to the unloaded voltage being under the allowed threshold. The alarm was active until the driveline was disconnected for a controller exchange on (B)(6) 2020 at 08:53. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery fault alarm at home, and is scheduled to come into the clinic on (B)(6) 2020. The patient had their third backup battery fault alarm on the controller per the patient. The patient was advised to be seen in the clinic to exchange the controller, and emergency back up battery.